Event description:
The customer reported having low blood glucose, and the insulin pump alarmed button error. Troubleshooting was performed. The customer stated that he had a low blood glucose reaction of 22mg/dl. The customer collapsed and his wife found him. The customer was taken to the hospital. The customer's blood glucose reading at time of the call was 241mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons and a button error alarm as a result of corroded keypad traces. Further testing was not performed due to the unresponsive buttons.